Event description:
It was reported that a revision surgery was performed due to pain in knee after a tka.

Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).